Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: unknown, implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that impedance testing found an abnormal impedance. The #9 electrode was 40000 ohms or greater for all electrode pairs. It was unknown whether any external factors may have led or contributed to the issue; the patient¿s physician observed the cause to be unknown. The patient was reprogrammed to use the electrodes with normal impedances and the system remained in use at the time of report. The issue remained unresolved at the time of report. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. There were no complications reported or anticipated. It was noted the disease the patient was primarily/originally treated for was ossification of the posterior longitudinal ligament.